Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a demo, the arm cart assembly (aca) stopped working including the bipolar instrument and a new one had to be hot swapped in to continue. The bipolar instrument worked on another aca so there was no issue with the instrument. There was no patient involvement.

Manufacturer narrative:
H2) correction: d1 h3) device evaluation: medtronic led an evaluation of the reported arm cart assembly in the field and the associated device logs. Review of the field service noted indicated that the arm cart assembly stopped working. An error code for 'linked to arm failure - n on-recoverable - instrument drive unit torque sensor marked as invalid' was observed in the logs. The instrument drive unit of the arm cart was replaced to resolve the issue. Further evaluation of the logs did not show attachment or usage of a bipolar instrument. The logs did not record any error conditions or fault states consistent with the arm cart being non-operational. Evaluation of the arm cart assembly confirmed the reported condition, however, the investigation concluded there were no abnormalities that would have caused or contributed to the reported condition; therefore, the investigation was not able to identify a root cause. However, the most likely cause could be traced to an instrument drive unit issue. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a demo, the arm cart assembly (aca) stopped working including the bipolar instrument and a new one had to be hot swapped in to continue. The bipolar instrument worked on another aca so there was no issue with the instrument. There was no patient involvement.